Event description:
Boston scientific received information that during a routine device change out procedure, this right atrial (ra) lead was surgically abandoned. It was noted that the ra lead exhibited complete loss of capture (loc), poor sensing and increased pacing thresholds. It was noted that the patient with this device system paced very little and the physician elected to utilize a vvi pacemaker. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.